Manufacturer narrative:
One device was received for investigation. The device was visually inspected and functionally tested. A gas is leaking from the demand detector and demand detector inside the main unit. The reported complaint was confirmed. The demand valve and demand detector assembly will be replaced. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that there was a suspected air leak from the main unit. The event occurred before patient use.

Manufacturer narrative:
B3: date of event, d4: UDI number, and d5: operator of device are unknown; no information has been provided to date. A product sample was received and is awaiting evaluation, investigation including root cause analysis is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.